Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation confirmed a low transmitter battery in addition, a failed transmitter error was present in connection to the reported allegation. The probable root cause was determined to be low transmitter battery voltage. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error.

Manufacturer narrative:
(B)(4). Describe event or problem - correction " data investigation confirmed a low transmitter battery in addition, a failed transmitter error was present in connection to the reported allegation. The probable root cause was determined to be low transmitter battery voltage." Event problem and evaluation codes - correction (B)(4).

Event description:
Data investigation did not confirm a low transmitter battery but did confirm a failed transmitter error. The allegation was not confirmed. The root cause could not be determined. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.